Event description:
It was reported that the procedure, involving the left internal carotid artery, went well. The retrieval catheter was put up in order to remove the filter and as it came over a bend, the filter seemed to move back; however, the filter was successfully retrieved. When the filter was removed, it was observed that the filter material was torn. The patient is doing fine with no adverse patient sequela. However, it is unknown if any of the debris from the filter could have remained in the patient. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned emboshield showed blood on the filtration element, bare wire and retrieval catheter which was a result of conditions of use during the procedure. There were no damages noted to the returned barewire and retrieval catheter. The tear in the taper of the filtration element membrane is likely occurred during filtration element retrieval which interacted with other devices, as there was no damage noted during inspection prior to use or during preparation of the device. The tear edges of the filtration element membrane were jagged. Review of manufacturing records did not produce any findings relevant to this report. In review for similar incidents, there are no other incidents with this part and lot number combination which suggests that there are no lot specific product quality deficiencies. Based on available information, a definitive cause could not be determined; however, the analysis of the returned product did not demonstrate any product deficiency which could have contributed to the reported event. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.